Event description:
Synergy china registry it was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The first target lesion was located in the second diagonal with 90% stenosis was 25 mm long and a reference vessel diameter of 3.00 mm. The first target lesion was treated with pre-dilation and placement of a 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the first diagonal with 80% stenosis was 2.5 mm long and a reference vessel diameter of 35 mm. The second target lesion was treated with pre-dilation and placement of a 2.50 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event. The event was considered to be recovering/resolving. Five days later, the subject was discharged on aspirin and clopidogrel.

Event description:
Synergy china registry it was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The first target lesion was located in the second diagonal with 90% stenosis was 25 mm long and a reference vessel diameter of 3.00 mm. The first target lesion was treated with pre-dilation and placement of a 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the first diagonal with 80% stenosis was 2.5 mm long and a reference vessel diameter of 35 mm. The second target lesion was treated with pre-dilation and placement of a 2.50 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event. The event was considered to be recovering/resolving. Five days later, the subject was discharged on aspirin and clopidogrel. It was further reported that the second target lesion was located in the first diagonal with 35 mm long and a reference vessel diameter of 2.5 mm. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. No action was taken to treat the stable angina pectoris. The event was considered to be recovering/resolving. The subject was discharged on aspirin.